Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump motor error alarm. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer reported the insulin pump was not exposed to high magnetic field. Customer was able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.